Event description:
Additional information has been received and stated that lens was not explanted and no plan to explant.

Manufacturer narrative:
Additional information was provided in b.2., b.5., b.7., e.1.,d.4. And h.6. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that after intraocular lens (iol) implantation, the patient experienced blurry vision, glare, pain, and headaches. The lens was removed in a secondary procedure. The patient was dissatisfied after iol implantation was reported to be the clinical reason for explant. Additional information has been requested. There are two medical device reports associated with this patient. This report is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).